Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was attempted but, a needle to cuff miss also occurred. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) - patient selection. (B) (4). Device #1: part #12673-03, lot #87011-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not completed.